Event description:
It was reported that during a laparoscopic cholecystectomy, the device became stuck on tissue. It is not reported as to what tissue the device was stuck to. The surgeon pulled the device from the tissue, there was no tissue damage. Another device was used to complete the procedure. Three attempts have been made to obtain the following information.

Manufacturer narrative:
Date sent: 10/29/2009. Information anticipated, but unavailable at this time.